Event description:
It was reported that the pulse generator exhibited diagnostics anomaly; it inappropriately tripped elective replacement indicator. After a device download, normal function resumed. The patient would be monitored with routine follow up.

Manufacturer narrative:
(B)(6).